Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a failure of flash memory. The blood glucose level was 188 mg/dl. Customer stated that the insulin pump also had a new software release detected. Troubleshooting was performed and self-test was also performed and it was observed that the self-test was failed. The product will not return for the analysis.